Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture or labeling of the device.

Event description:
It was reported that during the procedure to treat a concentric lesion located in the proximal right coronary artery that was non-tortuous, heavily calcified and 90% stenosed, the nc trek rx balloon ruptured when the balloon was slowly inflated to 6 atmospheres. There was no reported adverse patient effect or a clinically significant delay in the procedure. The procedure was completed with a non-abbott balloon. No additional information was provided.